Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that "the device had not been doing what it was supposed to do." It was stated that an x-ray was taken to make sure the device was in the right place. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660707, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).